Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a spacer migrated post-operatively and caused patient pain. A revision was performed to address the spacer.

Manufacturer narrative:
The device was not returned for evaluation. However, photos of x-rays were provided. The images confirmed the spacer backed out of the disc space post-operatively. By reviewing the images of the spacer's initial placement, it appears that the posterior placement of the spacer would prohibit adequate compression of the vertebral bodies on either side of the spacer, which could potentially allow the spacer to back out post-operatively. However, the root cause cannot be conclusively determined with the available information.

Event description:
It was reported that a spacer migrated post-operatively and caused patient pain. A revision is planned, but a date has not been provided.